Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The shaft, collar, and tip were microscopically examined. There was blood in the shaft. The shaft was detached/separated at the collar. The polytetrafluoroethylene (ptfe) was pulled out of the collar and was attached to the distal shaft. The separated ends of the shaft had pulled material and were damaged. There were numerous kinks throughout the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-apr-2017. It was reported that a catheter kink occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the base of the hub of the device became kinked. The procedure was completed with different device. No patient complications were reported. However, device analysis revealed that the shaft was detached and separated at the collar. It was further reported that the shaft detachment at the collar occurred outside the patient's body.